Event description:
The event was reported by the sales rep, the doctor was performing a rotator cuff procedure, and the fms duo+ was interfering with the anesthesia machine. The doctor decided to covert, to open, to complete the case successfulyy without further incident or harm to the pt.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode, also, the complaint device has not yet been received for eval. When all of this happens and an eval is had, the results of the eval will be subject of a follow up report.